Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was harder to press than before. Customer¿s blood glucose level was unknown. Customer also reported that the battery life was diminished, clock lost a minute or two every month or so, rejected new batteries and rewinds louder than before, there were scratches on the screen and bottom bumper sticker fell off. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify failed battery test, low battery alarms or time or clock or rewind anomaly due to unresponsive button. Device had minor scratched lcd window, missing end cap sticker.